Event description:
The patient reportedly experienced decrease in performance. The company was informed that the electrode had migrated out of the cochlea and surgery to explant the patient's device has been performed. The patient was reimplanted with another advanced bionics cochlear implant.